Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error detected. The customer¿s blood glucose level was 564mg/dl at the time of the incident. The customer declined to troubleshoot for the high reading. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to rewind. The customer was assisted with performing displacement test and the insulin pump did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.